Event description:
Pt is a remote hmii lvad (doi: (B)(6) 2017) pt admitted on (B)(6) 2023 with low flow alarms, elevated ldh and right flank pain. Ldh 1074. Lvad interrogation shows multiple low flow alarms; 2/2 cta showed 70-80% outflow graft obstruction likely contributing to clinical decline and persistent low flow events. Echo essentially unchanged from 11/2022. Continued low flow alarms. Ps increased to 10000 pump flow increased to 2.7. Obstruction felt to be extrinsic and at the level of the outflow bend relief. Log files reviewed with abbott engineering. Discussed case with dr. (B)(6) and cv surgeon at (B)(6); 2/3: pt intubated emergently k6.4, abg 7.42-21-69.6-14. Lactic acidosis. Requiring inotropic support with dobutamine; 2/4; branch and rhino rockets. Has received total 3 units prbcs; "2/6": head CT shows small hemorrhage. Tpa contraindicated; "2/7" loh 1297;"2/8" transitioned to hospice, "2/9" patient extubated and lvad turned off. Patient expired (B)(6).